Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited increased impedance to measured high values. Increased oversensing of far field r-wave (ffrw) was also noted. Additional information from the clinic disclosed that the lead showed blanking after the ventricular pace and exhibited increased thresholds. Reprogramming was performed to increase the atrial to ventricular delay. The lead remains in use. No patient complications have been reported as a result of this event.